Event description:
Consumer alleges that the chair stops.

Manufacturer narrative:
(B)(4) - no injury alleged. Malfunction alleged. The consumer alleges that the chair stops 3 times (once this past (B)(4), once a week ago saturday, and then once a month before). Filing one MDR to cover all 3 events since the dealer has been unable to duplicate the issue. No further information is available.